Event description:
Affiliate reported "a hair was found in the package". No adverse event, did not occur during surgery. The product was forwarded to (B)(4) for evaluation on (B)(4) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. The patties were received in the original sealed package. Visual evaluation confirmed the complaint that there is a hair in the package. The product is manually placed in a sealer. (B)(4). The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. The production documentation was pulled and reviewed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.